Manufacturer narrative:
The insulin pump passed the displacement test, operating currents, self-test, off no power, unexpected restart alarm, rewind, basic occlusion, occlusion, prime, and excessive no delivery test. The device had a blood glucose meter that functioned and communicated properly. The device had a minor scratched display window, cracked case at display window corner, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's father reported via phone call that the insulin pump had an error alarm indicating that the device failed the self test. Blood glucose level at the time of the incident was 248 mg/dl. The caller was advised that the insulin pump would be replaced and agreed to return the device for analysis.